Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device clinic brought the patient in for follow up due to a remote monitor alert for high impedance on both coils. A lead fracture was suspected. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.